Manufacturer narrative:
(B)(4)/ b5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: - additional information/ device evaluation h3a: device evaluated by mfg- additional information h6: additional information

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on 12/18/2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The product was evaluated. An external visual inspection was performed and failed due to major damage found. The allegation was confirmed. The probable cause was determined to be sensor wire detached. No injury or medical intervention was reported.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).